Event description:
It was reported by the patient that the patient was experiencing an irregular heart rate and at times a heart rate below understood device parameters. Follow up communication with the clinic for more information was unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).